Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to high pacing lead impedance. The patients condition was stable. Lead capped on ((B)(6) 2016.